Event description:
The pt was implanted with a left ventilator assist device (lvad). It was reported by the transplant coordinator that the pt received a transplant. Additional info provided stated that the pt was having infection issues originating from a percutaneous lead infection and had antibiotic (abx) treatments and wound vacs. The transplant was not urgent, but became more of an option as the infection became more of a problem. The pt also recently experienced a transient ischemic attack (tia) and was at risk for pump thromboembolism.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at the time. A supplemental report will be submitted when the device analysis is completed.